Manufacturer narrative:
Additional information: annex d code. Correction: PMA / 510(k) # the lesion was pre-dilated with one 1.2x12mm non-medtronic balloon. One 3.0x12mm non-medtronic kissing balloon was used in the cx and another 3.5x12mm non-medtronic kissing balloon was used in the left anterior descending artery (lad). The cx was stented with a 2.75x30mm onyx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there were no issues with any stents placed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug-eluting stent, the device was unable to cross the lesion. The device was noted to be deformed when it was removed from the patient. The lesion being treated was moderately calcified in the proximal circumflex (cx) artery with 80% stenosis. The lesion was pre-dilated with one non-medtronic balloon. One non-medtronic kissing balloon was used in the cx and another non-medtronic kissing balloon was used in the left anterior descending artery (lad) however the device was unable to cross. Post kissing using the non-medtronic balloons resulted in dissections in the proximal cx and lad. The device did not play a part in the dissections. The device did not pass through a previously deployed stent. No excessive force was used during delivery. The dissections were stented. The cx was stented with a different size onyx without issue. The device was inspected prior to use with no issue. The patient is alive. No patient complications have been reported as a result of this event.